Event description:
It was reported that an alert/notification settings issue occurred. Date of the event is an approximation. On (B)(6) 2024, the patient was cleaning her house when she noticed that her dexcom receiver was showing a low reading, around 40-49 mg/dl. No bg was taken during this time. The patient stated that there was no alert provided by her dexcom receiver. The patient also stated that both low alert and urgent low alert from her receiver settings was set to 55 mg/dl. While she was in low reading from her dexcom receiver the patient was feeling dizzy hence she drank an orange juice. Despite of this, she was still feeling the same symptoms resulting for her to call 911 and asked for assistance. 3 mins after, 911 arrived. A fingerstick was taken by paramedics; however, patient could no longer recall the value from the bg taken from her and from her dexcom receiver. However, she was advised that it was 30 mg/dl off. Due to this, she was provided with gel pack by paramedics. The patient felt stabilized after treatment but she could not provide another bg value that was taken. Paramedics left after 15-20 minutes and she was feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.